Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported via phone call that customer experienced display anomaly. Customer reports that display screen was very pixilated and could not be read. Customer's blood glucose was 266 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.